Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had coronary artery bypass grafting and a maze procedure, and their atrial appendage was snipped. The device exhibited variable shock impedance measurements of 0 to 20 ohms. The right ventricular (rv) pacing impedance measurements were normal and there was no noise noted. A surgical revision was performed. During the procedure, the device was explanted and replaced. The patient¿s rv defibrillation lead was connected to the new device which revealed normal shock impedance measurements of 55 to 58 ohms. Then the rv lead was connected to this previous device which also revealed normal shock impedance measurements. The physician elected to replace the lead and device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.